Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis revealed a deformed rv shock coil and a bent fixation helix, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported lead fracture. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to possible beginning of lead fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.